Event description:
The customer returned the Ultrasound Gastrovideoscope to the service center for a separate issue. During the device analysis, the service team indicated that the light guide lens had cracked adhesive, there was missing adhesive on the forceps the cover, the pink transducer was chipped and there was missing adhesive with a wide gap. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified for the reported events. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.